Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument's cable near tip was popping out, unable to open jaws. No fragments fell into the patient. The procedure was completed but the patient outcome was not provided.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end.

Event description:
Refer to h11 for follow-up information.